Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving malfunction alerts 57 (software runtime error) and 61 (external flash write error) on their ilet device. The device was no longer operable following the alerts. As there were no available troubleshooting steps for these specific alerts, a replacement device was processed. The user¿s blood glucose was not affected, and they reverted to backup therapy. No symptoms, external assistance, or medical intervention occurred.